Event description:
It was reported that the subject device had loss of image. The issue was found during a therapeutic colonoscopy digestive procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a gap between cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a gap between cable unit, the endoscopic image cannot be displayed. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.